Event description:
Same case as MFR report #: 2134265-2009-06905. It was reported that during a percutaneous transluminal coronary rotational atherectomy procedure, a wire break occurred. The lesion being treated was located in the ostial left circumflex artery (lcx). The physician successfully completed 2 runs with the 1.5mm rotalink plus burr on the floppy rotawire. On the third run, the burr suddenly deflected into the left anterior descending artery (lad). This occurred without obvious deceleration. The proximal segment of the floppy rotawire was retrieved, however approximately 46-47mm of the wire remained in the patient in the distal vessel. The physician attempted to advance a snare but was unsuccessful, including following an attempt to dilate the proximal lesion with a 2.0mm balloon to 10 atms. The patient had significant symptomatology and severe stenosis in the vessel; therefore the patient was taken to surgery for surgical bypass and successful retrieval of the remaining wire fragment. It was reported that the patient was in poor shape before the procedure and continues to be in poor shape, although no further complications from the procedure were reported.

Event description:
Same case as MFR report #: 2134265-2009-06905. It was reported that during a percutaneous transluminal coronary rotational atherectomy procedure, a wire break occurred. The lesion being treated was located in the ostial left circumflex artery (lcx). The physician successfully completed 2 runs with the 1.5mm rotalink plus burr on the floppy rotawire. On the third run, the burr suddenly deflected into the left anterior descending artery (lad). This occurred without obvious deceleration. The proximal segment of the floppy rotawire was retrieved, however, approx 46-47mm of the wire remained in the pt in the distal vessel. The physician attempted to advance a snare but was unsuccessful, including following an attempt to dilate the proximal lesion with a 2.0mmm balloon to 10 atms. The pt had significant symptomatology and severe stenosis in the vessel; therefore, the pt was taken to surgery for surgical bypass and successful retrieval of the remaining wire fragment. It was reported that the pt was in poor shape before the procedure and continues to be in poor shape, although no further complications from the procedure were reported.

Manufacturer narrative:
The incident device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device cannot be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
Updated fields: device avail for eval, returned to MFR on, device returned to MFR, device evaluated by MFR, method codes, result codes, conclusion codes. Device evaluated by MFR: only a piece of the most distal section of the guidewire was received measuring approximately 3 inches. A v indentation and some slight rotational marks were noted adjacent to fracture site. The spring tip coils are not damaged, the ballweld and solder are present. The ballweld outer diameter (od) and spring tip od met specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by other device shearing the wire, probable contact with the burr as indicated by the slight rotational marks. (B) (4)